Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from (B)(6) to english: during taking solution, nurse found air leaked in barrel, and solution leaked out of the syringe.

Manufacturer narrative:
Investigation: bd was not provided with photos or samples for catalog 301940 lot 1803215 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that there was leakage with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from chinese to english: during taking solution, nurse found air leaked in barrel, and solution leaked out of the syringe.